Event description:
Per the clinic, it was reported that part of the electrode arrray was found to be in the internal auditory canal resulting in the decision to pursue a revision surgery. Post-op partial facial nerve paralysis was also reported. Follow up information was not made available. The device was explanted (B)(6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device was disposed of post-operatively.